Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 521 mg/dl and low blood glucose of 33 mg/dl, which was treated with food customer reported that high blood glucose began on (B)(6) 2016 and low blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Customer declined troubleshooting stating that high and low blood glucose may be due to menopause.